Event description:
A 2.5 mm diameter x 14 mm length micro driver rx coronary stent delivery system was inserted into a patient or the treatment of an lad lesion. Lesion morphology was reported to have moderate tortuosity with no calcification and 100% stenosis. The lesion was pre-dilated. It was reported that delivery system was inserted to the lesion site and after balloon inflation, the physician noticed with the use of ivus that the stent was not on the balloon. The stent was found outside of the patient. The physician treated the lesion and the case was completed. The patient is reported to be fine. No abnormalities were noted during prep of the device.